Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned product noted that the opened reload was pre-fired with the interlock engaged. The jaws were open. There were staples protruding from the proximal end of the staple cartridge. No visual abnormalities were observed in the sealed samples. Functionally the opened reload was loaded onto a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The sealed reloads were loaded onto a pmv representative signia handle (handle pt00075832, mod v25) and adapter. The reloads were applied to test media with proper staple formation and media transection. The handle correctly displayed that the reloads had been fired. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of twelve reloads. Visual inspection of the returned product noted that the three opened reloads were pre-fired with the interlock engaged. The jaws were open. There were staples protruding from proximal staple cartridge channel. No visual abnormalities were observed in any of the sealed samples. Functionally the opened reloads were loaded into a post market vigilance instrument, the interlocks were over ridden, and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. The sealed reloads were loaded onto a pmv representative handle and adapter. The reload communication with the handle were verified and revealed that the returned reloads had not been fired. The reloads were applied to test media with proper staple formation and media transection. The handle correctly displayed that the reloads had been fired. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy procedure, the instrument was loaded perfectly with the reported reload. It responds to the loading of the same and the oled screen is advancing in the information relevant to each step. The jaw of the load was closed, the safety button was pressed to enter the firing range, the device flashes with the green light that indicates being in the firing range but when the button is pressed to fire, the blade does not advance. The load was change with another reload from a lot other than the affected one and the case proceeded with the normal surgery. There was no patient injury.